Event description:
It was report that at implant, the lead could not be put in place. It was also noted the patient's blood vessel was abnormal. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. The full lead was returned and analyzed.